Event description:
The customer reported the ventilator failed extended self testing due to a patient circuit leak. The device was not in use. A system leak due to failure of the 3 station solenoid may result in pressure or volume loss during normal ventilation operation, which can be detrimental to a patient during use. The facility biomedical engineer reported the 3 station solenoid was replaced to correct the reported problem and the unit has been returned to service.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.